Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead was unable to be implanted. The lv lead was removed and the case was abandoned. The patient was in a stable condition.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.